Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2019-04850. Follow-up information revealed the patient's hematoma has dissipated, the patient was asymptomatic following the procedure and the issue is resolved.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2019-04850.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2019-04850. It was reported following a trial implant procedure on (B)(6) 2019, the patient was admitted to the hospital on (B)(6) 2019 due to epidural hematoma. The hematoma was found via imaging. It was noted the hematoma was moving upwards. In turn, the trial leads were removed. Reportedly, the patient was transferred to another facility and underwent decompression surgery. A company representative will follow-up with the physician as the next course of action.